Event description:
This is number five of six reports filed for similar incidents in one plasmapheresis center. All six incidents involve the same nurse. At the beginning of donation procedure a crack occurred in the luer connection on the pheresis needle. The leak was noticed during the first blood draw. Due to possible contamination the donor's blood was not returned resulting in ebl between 100-200cc. No donor injury is reported and no medical intervention was required.